Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the system was getting a 319 faults. Tse reviewed the logs and found 319 for the endoscope controller (ec). Tse had the customer reset the power on the vision side cart (vsc), ec, and video processor (vp) and disconnect the gray vp fiber at both ends and orange fiber at vp and ec. After power up the ec faulted out again and both the ec and vp were on and had blue led's on the front panel. The issue persisted and was not resolved. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete

Manufacturer narrative:
Upon visual inspection, found qsfp is loose off of the dcib pca board causing the reported failure. The iesu was installed and tested into a golden pca system where the component functioned as expected. The reported problem was replicated when the system is powering on with non-recoverable fault 319, which means that the node configured to be present did not respond at system start up. As a result of these findings, failure analysis was able to conclude that the dcib was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.